Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record was reviewed and it verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 rmt system: model #: m-5830-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump, u.s. Ship kit: model #:m-5491-02, serial #: (B)(4). Generic soundstar catheter: model #: m-5723-00, lot #: unknown_m-5723-05. Product investigation will not be performed since the catheter will not be returned for analysis. Regarding the biosense webster systems, the customer was contacted by bwi field service representative. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Event description:
It was reported that while performing an atrial fibrillation top era (afib) procedure, a pericardial effusion was noted as the patient's blood pressure dropped and the patient displayed a tachycardia. The pericardial effusion was confirmed by echocardiography. A pericardiocentesis was performed and the patient was stable. Upon request from the bwi field representative, additional information was provided on the event. The basket multipolar catheter was intended to define areas of rotor activation in the left atrial. The patient was having low blood pressure and was unstable. The physician was starting to burn. There were about 3 to 5 ablations before the event. The transseptal puncture was very difficult. A transthoracic echocardiogram was performed and a pericardial effusion was found. A pericardiocentesis was performed and then the patient's blood pressure and heart rate were normalized. The procedure was stopped and the patient was sent to the recovery room. The event was attributed to a transseptal puncture. Heparin was administered before the transseptal puncture. The physician did not experience any difficulty in manipulating the catheter and no abnormal signals. The rf generator was set to "power-control" mode at 30 watts. The temperature cut off setting was set to 42 degrees and the flow setting was 12 ml/min. The sheath used was the agilis 8.5 fr ID and 11 fr od. The act was maintained at 230-300. The patient's updated health status was good.